Event description:
Additional information received clarified that electrode combinations with electrodes 0-3 measured greater than 4,000 ohms. In addition, electrode combinations 4 and 5, 4 and 6, and 4 and 7 measured greater than 4,000 ohms as well.

Manufacturer narrative:
The device was used for an off label indication. The indication the device was used for was (B)(4). Concomitant product: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported the patient was implanted with two leads in 2004. In 2012 following a fall, there were high impedances found on one lead following a fall. The high impedance was at all contacts and was greater than 4,000 ohms. Therapy was still ¿very effective.¿ it was unknown if action was required as a result of the event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4)